Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory results. The laboratory method was stago with neoplastine reagent. At 2:34 pm the result from the meter was 5.4 inr. At the same time, a sample was collected for the laboratory and the result was 4.1 inr. There was no adverse event. The laboratory result was believed to be correct. The customer was "stable". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.5 - 3.5 inr. The qc was acceptable. Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The returned customer test strips were measured with a retention meter with liquid qc of a low level. The obtained results were in the allowed range. No error messages occurred during investigation. Testing results: (B)(6). Results: the obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.0 - 1.4 inr). All measurements were without error messages. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.